Manufacturer narrative:
The reported event of great difficulty removing the ventricular (v) lead from the header resulting in lead damage was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. The v-lead was pulled apart due to the difficulties in removing it out of the connector. This original sbp header requires extra and abnormal force to insert and then remove leads from the connector ports.

Event description:
During an initial implant procedure, the right ventricular (rv) lead failed to come out of the header of the device. A new device was used to resolve the event. The patient was stable.